Manufacturer narrative:
E1 initial reporter phone number- (B)(6).

Event description:
It was reported by the patient that skin erosion occurred at the lead site. As a result, surgical intervention may be undertaken to address the issue.